Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not identify the reported detached fiber tip. However, analysis did identify the fiber tip was bent/kinked. Additionally, a proximal circumferential fracture of the fiber/cap fusion zone. The glass cap exhibited severe devitrification at the output window. The metal cap exhibited severe charred debris adhesion on the surface indicative or prolonged tissue contact. Functional testing with the hene (helium-neon) laser fixture found most of the laser output escaped from the location of the proximal circumferential fracture. The connector cone, segments, and tabs were in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. It is probable that excessive manipulation during the procedure contributed to the identified fracture. According to the device instruction for use (IFU), the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on analysis results, the interaction between the user and device caused or contributed to the identified proximal facture under the metal cap.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after 123,267 joules of use the fiber cap detached. It was also observed that the fiber tip had twisted and was burnt. It is possible that the physician was lasing stones. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after 123,267 joules of use the fiber cap detached. It was also observed that the fiber tip had twisted and was burnt. It is possible that the physician was lasing stones. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.